Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failed therapy cable. The customer will be replacing the failed cable from their stock. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to charge defibrillation energy during a patient event. A back up device was available and was used to deliver defibrillation therapy to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue.